Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Email address unknown / not provided. Premarket identification k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth location 14 (fdi) was removed after a year and 2 months due to bone loss. After 3 years of placing the implant and prosthetic rehabilitation. Failure was noticed because the crown started to oscillate.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: lot number . D4: expiration date and UDI number. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H4: device manufacture date. H10: additional narrative. Supplemental report submitted as lot number has been provided after follow up with the doctor.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. DHR review was completed for the subject lot number (1235075). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1235075) for similar events and two other complaints were identified ((B)(4) and (B)(4)).